Manufacturer narrative:
The investigation of vf/vt/af/at and high purge pressure has been completed. The impella device was not returned for evaluation. According to the data log and clinical details the root cause of the high purge pressure was most likely a use related issue as a prolong bag/cassette change occurred immediately before purge pressure began to increase. As the necessary information was not provided, the root cause of the vt/vf was not determined. D6b explant date added e4 should have been left blank on manufacturer device report 1220648-2024-25174.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the pump was repositioned due to occasional ectopy. High purge pressure alarms were also noted. Cassette and purge were replaced by the bedside nurse. Pressure normalized, but closer to the upper limit and flow was in normal range but very low limit. Tissue plasma activator use began at bedside and pressures dropped and flows increased on the purge. There were no further alarms. The patient continued with impella support.